Manufacturer narrative:
Additional manufacturer narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Device evaluation summary - x-ray demonstrated wireform intact and minimal calcification on leaflet 3. Leaflets 1 and 2 appeared slightly thickened and swollen at the free margin near commissure 2. No other visual abnormalities were observed. Additional manufacturer narrative - the reported device was returned to manufacturer. The reported perivalvular leak could not be confirmed. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted seven (7) years, eight (8) months and seventeen (17) days, was explanted due to mitral paravalvular leak. This device was originally implanted for mitral valve replacement to correct perivalvular leak. The condition of the explanted valve was reported as ¿there was no problem observed on this valve; however, the valve got dislocated from patient¿s annulus at the location of twelve o'clock to three o'clock. This device was replaced with a 31mm sjm epic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ at ICU. The device was returned for evaluation.